Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was interrogated less than one week later and all impedances returned to acceptable ranges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch occurred on the right ventricular (rv) lead. It was also reported that there was a lead impedance warning and a polarity switch on the right atrial (ra) lead. Intermittent over-sensing was also noted on the ra lead. Both ra and rv leads remain in use. No patient complications have been reported as a result of this event.